Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system showed a collimator error. There was no patient present.

Manufacturer narrative:
Correction: initial reporter source corrected.

Manufacturer narrative:
Additional information: report source updated. A representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.